Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire became stuck in the catheter and another guidewire could not be loaded into it afterwards. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire was loaded into the catheter without difficulty and the catheter array was able to deploy and undeploy successfully. After the catheter was inserted into the patient a lot of resistance was encountered when attempting to advance the guidewire. The catheter and guidewire were removed from the patient together. The guidewire was able to be removed from the catheter, but it was stripped in the process. An attempt was made to load another guidewire into the catheter, but this was unsuccessful. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that a guidewire became stuck in the catheter and another guidewire could not be loaded into it afterwards. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire was loaded into the catheter without difficulty and the catheter array was able to deploy and undeploy successfully. After the catheter was inserted into the patient a lot of resistance was encountered when attempting to advance the guidewire. The catheter and guidewire were removed from the patient together. The guidewire was able to be removed from the catheter, but it was stripped in the process. An attempt was made to load another guidewire into the catheter, but this was unsuccessful. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and dissection. No damages were observed on the device. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. The catheter was dissected to further inspect the guidewire lumen. Upon dissection it was noted that the guidewire lumen was heavily kinked at distal section of the inner hypotube. The reported clinical observations were confirmed by the analysis results.